Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 40-year-old male patient had a impella 5.5 support that was ongoing for 2 weeks. The patient suffered a cva during the support. The team made choice to withdraw care and allow the patient to expire.

Manufacturer narrative:
The investigation into a patient stoke/cva has been completed. The impella product was not returned. The data logs were not made available. Per the clinical review, the cause of the stroke was most likely due to patient condition and unknown relation to impella.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.